Event description:
The manufacturer became aware of a dreamstation st30 device alleging the unit had 2 error codes and smoke damage. There was no report of patient harm or injury. No medical intervention was specified. The device was sent to a third-party service center for investigation. During evaluation, the error codes (#20 and #226) were confirmed and cleared. The smoke damage was also confirmed and there was corrosion on the dc input jack. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.